Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) ilpc444u, (certain® low profile one-piece abutment 4.1mm(d) x 4mm(h)) for evaluation. Visual evaluation of the as returned device identified the abutment with signs of use, and was observed fractured at the screw region. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR review was completed for the subject lot number 2020111397. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2020111397 for similar events and no other complaint was identified. Review completed utilizing keywords: fracture screw. Based on the investigation and risk management file review, the most likely root cause determined from the investigation is incorrect techniques used during placement/seating. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Event description:
The doctor reports that the dental abutments failed due to fractures at the screw level during placement on the implants. The doctor reports that the procedure was concluded by placing another abutments.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age at time of the event unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided. D4: additional device information unknown / not provided. D10. Concomitant medical products ilpc443, certain low profile abutment 4.1mm(d) x 3mm(h) lot 2018080251. H4: device manufacturer date unknown / not provided.